Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2021 that the patient had multiple low voltage alarms and visible damage to their controller. A system controller exchange was to be performed. The log files captured several periods of low voltage advisory alarms while on battery power and once the batteries were in an advisory state from normal battery depletion, there were some odd voltages noted on the black power lead causing further low voltage events. No other unusual events were noted in the log files.

Manufacturer narrative:
Section a4: patient weight was requested but was not provided. Manufacturer's investigation conclusion: the reported event of multiple low voltage alarms was confirmed based on the information recorded in the provided event log file. The log file contained data recorded from (B)(6) 2021 where low voltage alarms while on batteries were recorded. The pump support was not affected and the system maintained the desired set speed with no interruptions. A specific root cause for the low voltage alarms and the report of a visual damage to the controller was not able to be determined. The system controller (serial number: (B)(6) was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook, rev c, under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook, rev c, also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.